Event description:
At about 2 years and 5 months after primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12mm) with a thicker one (13mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29-apr-2024. Lot 2002482: (B)(6) items manufactured and released on 20-jul-2020. Expiration date: 2025-07-05. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review.